Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during normal pulse generator change out, the atrial lead could not be removed due to setscrew issue. The lead was ultimately disconnected. A new device was implanted with existing chronic leads attached. The patient was stable after the procedure.

Manufacturer narrative:
The reported event of withdrawal difficulty was confirmed. Evaluation of the header found the atrial set screw had been stripped which is consistent with incorrect wrench insertion.